Manufacturer narrative:
The manufacturer's reference number: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. Section d4 - UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h4: the device manufacture date is not known as the device lot number is not available/not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that during a mechanical thrombectomy, an emboguard 87, 95 cm ballon guide catheter (product code: bg8795u, lot number: unknown) was kinked at mid body, therefore aspiration catheter could not enter inside. Additional event information received on 25-feb-2026 indicated that the kink occurred inside the patient, prior to aspiration or delivering stent retriever. The emboguard was removed and replaced with an optimo ballon guide catheter. It was noted that the event resulted in any undue procedural delay, however, there was no patient harm. There was no damage to the packaging. There was so difficulty in removing device from packaging. There was no break in material integrity at the site of the defect, such as cracking or fracture.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: the healthcare professional reported that during a mechanical thrombectomy, an emboguard 87, 95 cm ballon guide catheter (product code: bg8795u, lot number: unknown) was kinked at mid body, therefore aspiration catheter could not enter inside. Additional event information received on 25-feb-2026 indicated that the kink occurred inside the patient, prior to aspiration or delivering stent retriever. The emboguard was removed and replaced with an optimo ballon guide catheter. It was noted that the event resulted in any undue procedural delay, however, there was no patient harm. There was no damage to the packaging. There was no difficulty in removing device from packaging. There was no break in material integrity at the site of the defect, such as cracking or fracture. The device was returned to j&j medtech for further evaluation. A non-sterile emboguard 87, 95 cm ballon guide catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and two kinks were found at 22 cm and 23.3 cm from the proximal end of the catheter. Additionally, multiple compresses were found at both proximal and distal end of the catheter. The kinks and compresses were inspected under magnification, and no additional damages were noted on the shaft jacket. There were signs of balloon shrinkage. The balloon bonds were intact with no signs of damage or deformation. The complaint report detailed that the emboguard bgc was kinked inside the patient. A recreation of the failure mode revealed that by inserting a sample of an emboguard (bgc) into the right femoral artery in an anatomically representative model and track it to the right ica through a tortuous right cca, and when removing the access catheter from the bgc, upon removal of the access catheter, the sample bgc kinked at the location of the tortuous anatomy in the right cca. A guidewire could not be advanced past the kinked area of the bgc shaft. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. The issue reported regarding the kinked catheter is confirmed. While the complaint event was confirmed, the root cause was not determined. A potential cause of the kink on the returned device could be a tortuous patient anatomy. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. The additional compresses are suspected to be the result of the handling post procedure of the catheter, since these damages were not originally reported; therefore, these are not considered related to the issue reported. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) provide the following warnings/precautions: do not torque the balloon guide catheter. This may result in damage to the device. Do not torque the dilator. This may result in damage to the device. Do not advance or withdraw the catheter or dilator against resistance without careful assessment of the cause of resistance using fluoroscopy. If cause cannot be determined, withdraw the catheter/dilator while exercising caution. Movement against resistance may result in damage to vessel or catheter/dilator, e.g. Kinking, or cause patient injury. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.